Event description:
During a podiatry procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece when the handpiece was removed from the patient. An x-ray was performed and confirmed that nothing was retained in the patient. There were no patient complications reported.